Event description:
It was reported that the pt experienced a loss of stimulation and analgesia. Reprogramming confirmed open circuits. The three leads were replaced and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).